Manufacturer narrative:
Referring to the product inquiry all 12 reported products (including the affected pilot wire) are considered primary products. The pilot wire (as well as the other reported products) was not available to stryker (¿hospital policy¿). However, the issue is about an infection, whereas no physical malfunction of the indicated product was reported. The review of the product history (including the sterilization certificate) of the reported pilot wire revealed no conspicuities. No deviation was found in the sterilization and packaging process. The item was documented as faultless prior to distribution. Further, the expiration date of the pilot wire reported was not exceeded. No additional information such as medical records, reports or x-rays were provided due to ¿hospital policy¿. This also applies to the questionnaire ¿(B)(4) infection complaints checklist customer¿, which was sent out as mandatory in infection cases; the (filled out) form was not returned, no reply from the sales rep was received. Likewise, no further information regarding the kind of infection (e.g. Microbiological germ-proof with resistogram) was provided. We have received no information regarding other potential sources of infection, including but not limited to the patient or the facility. If the required data won't be provided, a reasonable investigation and root cause analysis is not possible and any statement would furthermore only be based on assumptions. Based on the above and by taking into consideration that the affected pilot wire was documented as faultless prior to distribution, a review of the event in line with ¿(B)(4) infection complaints checklist investigator¿ was deemed not expedient. Nevertheless, based on the limited information given the root cause of the reported event could not be determined. Review of complaint history, CAPA databases, risk analysis and the labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the event for the subject product. No non-conformity was identified.

Event description:
It was reported by sales rep that patient's reverse shoulder was revised due to infection. Side unknown. No medical records, reports or x-rays will be provided due to hospital policy.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported by sales rep that patient's reverse shoulder was revised due to infection. Side unknown. No medical records, reports or x-rays will be provided due to hospital policy.